Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that at 4:30 a.m. She woke up with a blood glucose level of 375 mg/dl and gave herself a bolus. By 8 a.m. Her blood glucose level was 425 mg/dl. She changed her infusion set and saw that the cannula was bent. The customer was treating her blood glucose level with the insulin pump, manual injections, and infusion set change. The device was not returned.